Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. Two days prior to the peritonitis diagnosis, the patient experienced cloudy fluid. The cause of the events were unknown. It was not reported if the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, discontinued) and ceftazidime injection (1gm, discontinued) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.